Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer underwent a trial on (B)(6) 2016. On (B)(6) 2016 the consumer developed a fever, drainage, and an infection at the lead site which resulted in hospitalization and the consumer being placed on antibiotics. According to the rep. The physician was almost positive the infection wasn't due to the trial procedure so they waited until july 13, 2016 to pull the trial leads. It was further reported the consumer tested positive for a staph infection and died on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID 355531, lot# n626003, product type: screening device. Product ID 355531, lot# n618599, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported prior to the consumer&#38112;death they went to the emergency room on (B)(6) 2016 due to a fever. The consumer had severe sepsis and was admitted to the hospital on (B)(6) 2016, and the trial leads were removed the following day. The consumer's cause of death was noted as sepsis in the medical record notes, but there was no death certificate yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.